Event description:
Initial report from outside source. On (B)(6) 2008, patient was treated with a bifurcated device (B)(4) and a proximal cuff (B)(4). An endologix proximal extension was placed at the renals but could not achieve good seal, resulting in a proximal type I endoleak. A 28mm gore aortic extender component was placed proximally and subsequently covered the right renal artery. Multiple attempts were made to pull the device down; however, the right renal artery remained covered. A gap was observed between the gore aortic extender component and the endologix device; therefore, another gore aortic extender component was placed to bridge the gap. No further complications have been reported at this time. Endologix rep. Reported that the patient had severe angulation (approximately 60+ degrees) which is off-label per indications for use.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. It is unknown if patient anatomy met criteria for indications for use. No conclusion can be drawn, although the patient's reported severe angulation (60+ degrees) may have potentially contributed to the type I endoleak.